Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons were harder to press. Customer stated that insulin pump rejected new battery and the clip goes in was broken. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current test, active current test and self test. P-cap or reservoir locked properly in place. Device received with pillowing and cracked keypad overlay at select button. Failed battery test not confirmed. No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed. (B)(4).